Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with an insulin syringe. The customer states: the pt pulled the syringe when extracting insulin from vial and the needle stayed in the vial and separated from the syringe.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.